Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, and cervical radiculopathy. It was reported that the patient had pain at the device site. The device was reprogrammed. He issue is not resolved. Explant is scheduled for (B)(6) 2021. It will be replaced in a couple months.